Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Results: 355 mg/dl, 200 mg/dl, 150 mg/dl, 130 mg/dl, and 505 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.